Manufacturer narrative:
Initial observations: knife ring is located entirely in the anvil (i.e. It is not separated into a distal and a proximal section). The ring is not cut through, and the cut is not of even depth. The cut goes from being only superficial, to not penetrating the ring at all. There is a lot of tissue in the bucket. There are three staples still in the cartridge; one of them protrudes more than the other two, and has the appearance of just beginning to be formed. Knife is fully retracted. Trocar is almost fully extended. Root cause: the root cause of the incomplete firing was the non-parallel orientation of the holes in the end cap for the input gear and idler gear shaft. The result of this was that there was excessive engagement between one part of the gears, and little or no engagement on other parts. This produced wear and deformation in the gears (evidenced by the bits of metal found in the device and the shiny edges of the input gear). Eventually, the wear and deformation was so much that the gears began to skip. (The skipping may also have been exacerbated by the oversized 0.13575" hole). When the device was being fired, due to the skipping, a number of turns were "missed" and the cartridge did not quite make it to the end of its travel. After the staples and knife were deployed, the knife and cartridge retracted fully, but the pc kept trying to retract further (because of the "missed" turns). This resulted in the "birdcage" damage seen at the proximal end of the firing cable. Actions: car 0726 will be issued to address the hole for the idler gear shaft not being parallel to the hole for the input gear. Car 0724 has already been issued to address the oversized hole for the input gear.

Event description:
Lap gastric bypass. Pcs21 dlu calibrated, closed into firing range and was fired. The knife cut completely but, the staples did not fire. Staples could be observed still in the "bucket". Another device was used to complete the case.